Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known risk of the procedure. Actual device not returned hence no device evaluation performed. Device operated according to specifications. No conclusion can be drawn.

Event description:
Patient received an implant on (B)(6) 2010 of a bifurcated device, an aortic extension, and a 16mm limb extension model. A follow up computed tomography scan revealed a distal type I endoleak. On (B)(6) 2012, the patient was treated with a 16mm limb extension and a 20mm limb extension which corrected the endoleak.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.